Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional 510k number k000682. Manufacturing documents were reviewed and no complaint related issues were found. The results of the additional evaluation show that the broken surface is homogenous, what indicates material conformity. This was a planned revision due to poor bone quality. Therefore we can say that a manufacturing related condition can be excluded and in all likelihood the screw broke during the removal process. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted on (B)(6) 2013: lateral closing wedge, distal femur with synthes tomofix system, plate unknown, and screw, unknown. It was reported the fixation had failed and patients osteotomy was unstable. Patient had a revision operation on (B)(6) 2013 to remove the failed plate / screw construct with revising the patient to a longer plate/ screw construct and moving more distal on the femur. It was reported: that they did not realize how poor the patients bone quality was and that they needed to be more distal with plate/screw fixation. They are unable to attribute the failure to a specific factor. This report is on the unknown screw. This is 2 of 2 reports for complaint (B)(4).

Event description:
The surgery was a revision. The patient is in good condition with no further complications with revision procedure at this stage.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on a screw, unknown part and lot number, tomofix system. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.